Event description:
The device was used during an ileum partial resection procedure. Reportedly, the instrument did not fire. The surgeon resected the purse string line and applied another device to complete the procedure. The hospital has reported the pt's condition is satisfactory.